Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed a "discharge fault" while trying to charge after performing an internal energy dump. Complainant indicated that there was no pt involvement in the reported malfunction.